Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to chest pain. CT image showed that this rv lead, implanted in 2014, had perforated the rv apex. Subsequent research showed that the perforation occurred as early as 2016. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. A mini thoracotomy was performed, and the extraction began. Using a spectranetics 14f glidelight laser sheath, the physician was able to advance 2/3 of the way down the distal portion of the lead's distal coil. Traction alone was then applied, with use of the lld. The lead broke free from the rv apex, bringing heart muscle with it, creating an approximately 20-22f size hole, according to the physician. The patient's blood pressure immediately dropped. Rescue efforts began immediately, including thoracotomy. The repair to the rv apex was successful and the patient survived the procedure. This report captures the lld, providing traction to the lead when the rv apex perforation occurred. There was no alleged malfunction of any spectranetics devices used in the procedure.

Manufacturer narrative:
Patient's weight unk. The device was discarded, thus no investigation could be completed.